Manufacturer narrative:
The cable was found to be damaged approximately 95 mm from the end and appeared to be unraveling at the damaged location. The cable was likely damaged due to an overload mechanism. During surgery if the cable is tightened so it is applying a force in excess of the material strength an overload fracture can occur. The exact cause for this fracture is unable to be determined with confidence from the information provided. Scratches were noted on the femoral head, which was likely due to expected usage. Bone on-growth was noted on the shell, indicating adequate fixation.a review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. It is not suspected that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to dislocation.